Event description:
It was reported to philips the screen is black when the device is powered on. It is unknown if the unit was in use on a patient, but there was no patient harm reported. The customer spoke with a philips remote service engineer (rse). The rse advised the customer the unit has the hydis display that is no longer supported. The rse provided the part number for the v60 touchscreen and the user interface (ui) assembly. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 08/08/2022, 08/15/2022 and 08/30/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.